Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen ((B)(4) worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed a severe cyst/abscess in the right axilla 8 days post miradry treatment. At 12 days post-treatment, the patient went to an urgent care and antibiotic (keflex) was prescribed. The patient returned to the treating clinic to drain and pack the abscess 14 days post-treatment. By 22 days post-treatment, the clinic confirmed the symptoms were improving.